Event description:
It was reported that the patient was set for a routine pre-discharge device interrogation. At the time of the interrogation it was noted that the right ventricular (rv) lead had no capture. Output on the lead was increased until there was some capture. The patient was scheduled for a revision but after about 2 hours the initial interrogation the patient became bradycardic and eventually unresponsive. Resuscitation efforts were unsuccessful. At the time of the resuscitation the interrogation showed no capture once again. Exact cause of death is unknown.

Manufacturer narrative:
Additional information about patient history and cause of death have not been made available. (B)(4).